Event description:
It was reported that post implant, the pulse generator exhibited far r wave oversensing. Device reprogramming would be considered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.